Event description:
Alleged issue: when the sample was placed into the patient, the balloon burst. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.